Event description:
It was reported that the patient underwent ventral hernia repair in (B)(6) 2012 and absorbable straps were used to secure the mesh. Following the procedure, the patient experienced a hernia recurrence. In (B)(6) 2014, the patient underwent hernia repair procedure and it was found that absorbable strap had detached on one side. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.